Manufacturer narrative:
Continuation of d10: product ID 37601 lot# serial# (B)(6). Implanted: (B)(6) 2018. Explanted: product type implantable neurostim ulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was the patient reported that when they turn their dbs system off at night, they get an error message that says 'out of range. Contact your clinician. The neurostimulator is providing less than the requested therapy. Service code: 1703.' The patient does not see the error message when they turn their dbs system back on in the morning. Agent noticed that the patient has two active inss, but the patient did not indicate if they were getting the error message when turning off one or both inss. The patient turned one of the inss off during the call and did not get the error message, but they got the error message when they turned it back on. The patient mentioned that they called their neurologist's office to report the error message and were advised to call medtronic for assistance. Agent reviewed the meaning of 'out of range' and redirected the patient to their healthcare provider to further address the issue. No symptoms reported.

Manufacturer narrative:
H6: fdd/annex a code, changed to reflect out of regulation error, instead of impedances. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event, described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.